Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the battery module was connected to a known good pump but did reproduce the reported issue. During testing the pump did not power off while testing with the battery. Inspection of the battery did find corrosion on a battery contact which could contribute to the pump shutting down without warning. The event history log from the pump sent with the battery module was reviewed and two occurrences of"improper shutdown" were observed however a specific event date was not provided. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the battery contact. The battery module was deemed unserviceable and will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module lost power, further reported as "improper shutdown", while medication was infusing during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.